Event description:
It was reported that the patient had three syncopal episodes and was seen at the hospital. The physician suspected a fracture in the defibrillation lead. The status of the lead is unknown. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).